Event description:
On (B)(6) 2025, a nurse contacted technical service to report that procedural stretcher frame (product code p8000h003034, serial number (B)(6), had brakes not holding. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the casters needed to be replaced. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in dec 11 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the reported event. Based on this information, no further action is required.